Event description:
Customer reported experiencing a past high blood glucose event, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose issue, the customer administered a correction bolus using the pump. The customer continued to use the pump for insulin delivery.